Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station was on black screen. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a station was on black screen. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered black screen issues. The field service engineer (fse) had observed that the station had no power. The fse disconnected the auxiliary cabinet, which allowed the main unit to power on. Two auxiliary towers were connected to the auxiliary cabinet; however, disconnecting the tower doors did not restore power to the station. The fse then disconnected all auxiliary drawers, but the station still failed to power. The issue was isolated to the auxiliary interface board, which was subsequently replaced. After reconnecting the full setup, the station successfully powered on and booted without any hardware failures. The fse accessed hardware test application (hta) and tested all auxiliary drawers by opening and closing them. No issues were observed during testing. The system functioned as intended after the field service engineer repaired the device.